Manufacturer narrative:
H2) additional information was added to a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a suspected inaccuracy during a procedure. Posterior spinal fusion (c5-t2) - spine rep stated inaccuracy was roughly 2 mm anteriorly. Site stated they took another scan, but the inaccuracy looked similar. They were utilizing left side tracker (when driving gantry). It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting was performed that ns rep took a look at stealth, at some points it was spot on and other spots was deep by 2 mm. Drew has witnessed this before, and resolution was a recalibration of imaging system on one side. It seemed when he was touching the transverse portions of spine model, it was spot on. Spinous process, or pedicle was showing deep and anterior by roughly 2 mm. Prob able cause was identified that not a suspected s8 issue at this time, surgeon wanting the imaging system looked at. Rep stated left tracker may look to have a faint small abrasion.

Event description:
No additional information received.

Manufacturer narrative:
H2-3: medtronic representative went to the site to test the imaging system and recalibrated left side tracker and tested both right and left side, ready for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.